Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The caller stated that the device was exposed to a high magnetic field while she was wearing the device and had a foot x-ray. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase.